Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Due to patient's chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the implant. Update rec'd 9/4/2014 - litigation papers received. In addition to what was previously reported, dor has been reported. An unknown liner and head are now being reported to address allegations of metal on metal.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Update 1/2/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and normal metal ions levels (the stem isn't being reported). The cup was revised, but there was no mention of loosening or malpositioning. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
There is no new allegation. Added cup, associated contacts, law firm revision hospital and patient code. Corrected date of revision. Doi: (B)(6) 2010; dor: (B)(6) 2012; (right hip).